Event description:
It was reported that the patient was seen in clinic due to high out of range shock lead impedances since over a month now. It was recommended to have commanded shock to reduce the shock impedance. Technical services (ts) reviewed and stated that impedances were increasing and now at 128 ohms. Ts recommended programming options. This rv lead remains in service. No adverse patient effects were reported.